Event description:
It was reported that device will not power up on ac power. No patient involvement.

Manufacturer narrative:
Conclusion/ root cause; the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
.